Event description:
It was reported that the pump exhibited error code 1870. No patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a damaged screen, rear housing, and broken tamper seal. A visual inspection of the device was performed as part of the functional testing and the reported issue was duplicated. The repair notes indicated error code 1870. The label, rear housing, downstream sensor, and display were exchanged. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. B3 and d4: UDI are unknown.